Event description:
Complainant alleged that while attempting to treat a pt, the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corp and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. The clinical data was not returned as part of this investigation. The activity log was cleared by the customer and could add no value to the investigation. No trend is associated with reports of this type.